Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on march 29, 2017 that a wallflex biliary rx covered stent was to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2017. According to the complainant, the stent was prematurely deployed when they took it out of the packaging. Reportedly, there was no damage to the packaging. The procedure was completed with another wallflex biliary rx covered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: a fully deployed ultraflex tracheobronchial stent and delivery system was received for analysis. The shipping mandrel was still in place. No issues were identified with the device. The investigation concluded that the reported event was likely due to handling of the device or portion of the device without direct patient contact either during unpacking, preparation, or shipping; at the end of the procedure; or when packaging for return. Therefore, the most probable root cause for this complaint is handling damage. A review of the device history record (DHR) revealed no non-conforming events or deviations. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary rx covered stent was to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2017. According to the complainant, the stent was prematurely deployed when they took it out of the packaging. Reportedly, there was no damage to the packaging. The procedure was completed with another wallflex biliary rx covered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.